Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached greater than 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient had undergone omnipod training on (B)(6) 2026 and later that day they began vomiting due to raised blood glucose levels. On (B)(6) 2026 the patient was transported to hospital where they were diagnosed with hyperglycemia and dka. The pod was removed at the hospital and discarded. When the pod was removed, it was discovered that the cannula had not been inserted into the infusion site, it was thought to have dislodged due to the pod being knocked whilst the patient was playing. In addition, it was reported that the patient¿s phone had run out of battery and therefore they did not receive any alerts that their blood glucose levels were rising. Symptoms reported included vomiting. The patient underwent a glucose tolerance test and was diagnosed with dka. The patient was treated with intravenous insulin. On (B)(6) 2026 a new pod was applied. The patient was discharged on (B)(6) 2026.